Manufacturer narrative:
Literature citation: zhonglai qian, zhiyong sun, huilin yang, yong gu, kangwu chen, guizhong wu"kyphoplasty for the treatment of malignant vertebral compression fractures caused by metastases' that a retrospective review of clinical outcome data for 48 patients with multiple spinal metastases treated with kyphoplasty" mean age: 68.5 years (range: 52-85 years) sex: 29 females, 19 males. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature that a retrospective review of clinical outcome data for 48 patients with multiple spinal metastases treated with balloon kyphoplasty was carried out for a 6-year period. 124 kyphoplasty procedures were performed on 48 patients with malignant vertebral compression fracture caused by metastases. All patients had at least one vertebral lesion (mean: 2.6 levels per patient; range: 1-5 levels). The levels treated using kyphoplasty were located in the thoracic and lumbar spine. Cement leakage was recorded based on position and correlated with any postoperative clinical symptoms. Cement leakage was recorded intra-operatively using fluoroscopy. At the end of the procedure, patients underwent CT scans to identify any cement leakage. Standard post-operative CT scans revealed that cement leakage occurred at 11 levels, into the venous plexus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.